Event description:
On removal of catheter, balloon did not completely deflate & a hard ridge was noted on catheter. This caused pain & bleeding to pt. Dose or amount: na. Dates of use: approx 2009. Diagnosis or reason for use: colon polyps & surgery.